Event description:
Entriflex feeding tube was inserted and verified by ausculation of peristalsis prior to administration of enteral feeding and medications were absent. Surgical physician on duty is notified. Performed single view chest to validate positioning of entriflex equipment. The equipment was removed the patient and an abdominal x-ray was ordered, which showed half of the entriflex equipment in the stomach. Endoscopic procedure was performed for removal by the gastroenterologist. (B)(6), san juan, (B)(4).